Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Asahi guide wires are all inspected for meeting their tip load criteria as part of the production process. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that the sion guide wire might have been pushed against the wall of the distal small vessel during wire manipulation due to anatomical conditions. Consequently, the vessel was perforated, resulting in the extravasation of contrast media. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that an endovascular procedure was performed for a chronic total occlusion (cto) in the right coronary artery (rca). The distal vessel was perforated by an asahi sion guide wire during wire manipulation. The physician commented that the guide wire was advanced into the distal small vessel and nothing abnormal was felt. After embolization of perforated site with gelatin sponge particles, no further extravasation of contrast media was observed. Repeat echocardiography showed no pericardial effusion. The procedure was completed successfully and the patient was discharged without any issues. The patient was reportedly fine after the procedure.